Manufacturer narrative:
DHR, maintenance record analysis and quality notification analysis, were not performed because the batch is unknown. No samples/photos were sent by the customer, therefore it is not possible to perform an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint. Complaint received for this device and the defect will be tracked and for tendency. The information will be captured in tendency reports and monthly monitoring. The data collected are regularly monitored to identify emergent trends.

Event description:
It was reported that before use of the bd plastipak syringes with luer slips, the syringe package has a dirty plastic inside. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringes with luer slips, the syringe package has a dirty plastic inside. There was no report of exposure, injury, or medical intervention.